Manufacturer narrative:
Concomitant medical product: 5092-52 lead implant date: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected intermittent undersensing. The lead remains in use. No patient c omplications have been reported as a result of this event.